Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a flogard infusion pump with "damaged clamp" was not confirmed or duplicated by baxter personnel. There was no assignable cause and no repair made. Should additional information be received a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump a clamp issue; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.additional information: similar reports have been received for the reported problem.